Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 596 mg/dl. Cause of bg level was not known. Customer administered boluses via the pump and manual injections to address the issue and went to the emergency room. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.